Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an emergency procedure, the user reported that dose was less than 5% and no x-ray was possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a possible x-ray tube failure due to an emitter wear-out. The affected x-ray tube megalix cat plus 125/40/90-121gw, serial number (B)(4), was sent back for a detailed investigation. During incoming inspection the x-ray tube was tested, however, no malfunction could be identified. After disassembling the x-ray tube insert, the focal track of the small focus was found diffuse and abraded, while the focal track of the large focus had deep burning traces. Additionally, a bended and deformed small focus filament was found. The investigation of the log files did not show an abnormal usage of the x-ray tube. Therefore, the most probable root cause for such a focal track abrasion is that the small focus filament temporarily touched the focal head, e.g. Especially in the hot state where the emitter is thermally deformed. A deformation of the emitter leads to a changed unformed focal spot. This can lead to a high load of the focal track on the anode. The emitters and the anode target are the tubes wear parts and are limiting the life time of the tube, what is the case in that event. Considering the high load value of almost 100000 lu within eighteen months of operation, an x-ray tube failure due to an emitter wear-out is considered to be probable. The affected x-ray tube was replaced and the problem did not recur. No further corrective actions are planned based on this nonsystematic event.